Event description:
Pt reported that the lap-bond system was implanted in 2002. To date, pt has not lost weight. Pt has gained weight even though pt has had 5 fills. The last fill was in 9/2002. Surgeon has told the pt that the band is positoned correctly. Pt reported that when in a sitting position "there is a constant sharp, gripping pain" that only goes away when pt lays down. No treatment has been prescribed by the physician. Pt is scheduled for further diagnostic testing.